Event description:
It was reported that the device was 'jumping around to voltages they were never programmed to.' This had been occurring the three weeks prior to report. The patient had two different programs for positions, one on .50 v while the other was at 1.35 v. Adaptive stimulation was disabled until the patient would see a health care provider. Six days later it was reported that the patient had met with a manufacturer's representative that day. It was noted that the patient was 'large in weight' and the neurostimulator was in the top of the buttock. Due to body size, significant movement of the neurostimulator occurred while sitting that caused interference with detecting the correct orientation of the neurostimulator. Minor movements changed status from sitting to lying back or standing. Standing and lying back registered properly. Adjustments were made to the adaptive stimulation settings. When the patient left the appointment 'things were fine.' Two days later it was reported that stimulation had 'jumped' again. It was noted that adaptive stimulation was off prior to the event and that it 'just automatically was enabled' without her using the patient programmer. It was noted that the patient seemed significantly confused by the patient programmer. The patient had issues finding the ins when charging and syncing with the patient programmer. The patient was feeling stimulation how she liked it and it was reported to be good. Adaptive stimulation was turned to off. Six days later it was reported that the patient was 'still reporting a surging sensation' occurring. It was unclear if adaptive stimulation had been turned on or off at the time. An increase in voltage had not been confirmed by the manufacturer's representative. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).